Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the surgeon was using the third cartridge to fire during an abdominal wall incisional hernia, a crack sound was heard but firing was completed. When connecting the fourth cartridge, the cartridge could not be connected because the pin of the connection part of the cartridge and handle did not become vertical. It was reported that there was no problem with the patient and that the doctor may have applied too much tension to the tip of the tacker. It was stated that since the doctor¿s hands are small and may have squeezed the handle too strongly. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Visual inspection of the returned products noted that two of the reloads were fully fired, and the remaining reload was partially fired. Microscopic evaluation noted that two of the reloads had damage to the cutting edge of the knife blades. Functionally, the reloads were loaded into a post market vigilance instrument, the interlocks were overridden, and the reloads were cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the part ial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.